Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR.: promus element plus,mr,ous 2.75x16mm stent delivery system was returned for analysis with no stent on the device. The balloon was reviewed and appeared deflated. The balloon has signs of positive pressure applied with folds relaxed. Crystalized media inside the balloon cones was also identified. A visual and tactile examination of the hypotube found a hyptoube shaft kink at 64.5 cm distal to the distal end of the strain relief. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that inadequate apposition of a stent occurred. The 90% stenosed target lesion was located in the proximal end of left anterior descending artery. A 2.75x16mm promus element plus drug-eluting stent was advanced for treatment. However, when placing the device, the middle of the stent could not fully expand. The physician used a 27x12mm balloon catheter, but it could not expand as well. The device was simply removed as a whole all together from the patient's body and the procedure was completed with a 2.50x16mm promus stent. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion was mildly tortuous and severely calcified and was pre-dilated before the stent was introduced. It was noted that multiple attempts were made to position the stent at the lesion site and during removal, the stent remained on the balloon.

Event description:
It was reported that inadequate apposition of a stent occurred. The 90% stenosed target lesion was located in the proximal end of left anterior descending artery. A 2.75x16mm promus element plus drug-eluting stent was advanced for treatment. However, when placing the device, the middle of the stent could not fully expand. The physician used a 27x12mm balloon catheter, but it could not expand as well. The device was simply removed as a whole all together from the patient's body and the procedure was completed with a 2.50x16mm promus stent. There were no patient complications reported and the patient's status was stable.